Event description:
According to the reporter, the device¿s black ring between the handle and shaft broke off during use on the patient. No pieces fell into the patient cavity. There was no injury caused to the patient and no medical intervention was required.